Manufacturer narrative:
Clarification to d6a: partial date of 2013 provided. Continued e1 -- (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "severe tissue formation, double bubble breast deformity, painful baker IV, capsular contracture grade 3 ptosis". Affected side is left. The device has been explanted and replaced.